Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having severe sleep apnea. The patient also alleged hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 20 , 2022 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having severe sleep apnea.the patient also alleged hospitalization. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The third-party service center concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit was scrapped. In this report, sections d9, g3,h2, h3, and h6 have been updated or corrected.